Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06dec2020.

Event description:
The customer reported while a test run was being carried out for maintenance, a sound, "bo-, bo-", occurred. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:07dec2020 b4:(B)(6) 2020 the customer reported while a test run was being carried out for maintenance, a sound, "bo-, bo-", occurred. The field service engineer (fse) confirmed the failure. The (fse) observed the noise while the blower was functioning. The (fse) adjusted the positioning of the vibration-proof ring and the issue was resolved. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.